Event description:
During a robotic duodenal switch procedure, the tip of the davinci harmonic ace curved shears broke off and fell in abdominal cavity. During a robotic procedure, as the surgeon was working with the davinci xi harmonic ace curved shears, one of the blades on the tip broke off and fell into patient's abdomen. This was retrieved by the surgeon and instrument was removed from use and sterile field. The patient sustained no injuries. Upon further review it was noted that the patient did develop complications as a result of the failed instrument. Per the surgeon, in the area of the short gastric artery where tip of instrument broke, the patient developed profuse bleeding due to insufficient hemostasis. This was noted towards the end of the procedure. This necessitated the surgeon to open patients abdomen in order to control the bleeding as it could not be controlled laparoscopically.